Event description:
Customer alleges discrepant results with meter compared to lab. Date: (B)(6) 2012, inratio: 2.1, lab: 1.4. Results done within 2 hours of each other. Pt's target therapeutic range is 2.0-3.0

Manufacturer narrative:
Investigation pending.